Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint(B)(4). Investigation summary: the device was reviewed by bioengineering and a report was received stating it was unlikely that a manufacturing defect was present root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the operation, after the doctor had introduced the rasp, he considered necessary to raise the proximal part of the femur with the instrument: calcar mill large 2570-04-200. After being used on the engine, the neck of 12 was damaged and the standard neck did not fit anymore to test the femoral head.

Manufacturer narrative:
Updated date of report.